Manufacturer narrative:
Investigation found the distal end of the soft cannula to be torn off. Fluid path testing showed that insulin was able to pass through the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the cannula was damaged, the timing and cause of the damage is unknown. Investigation results also found no evidence of any damage or manufacturing deficiencies that would cause a communication error. Although the investigation found no evidence of any damage, the exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.